Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to slight moisture damage on force sensor resistor. No unexpected motor error alarms noted and testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was received with minor scratches on the lcd window, cracked case at lcd window corner, broken reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It wsa reported that the customer received a motor error alarm. The customer woke up with keytones because he was not receiving insulin. The customer's screen just said rewind. The customer was treated with a manual injection and continued insulin pump therapy afterwards. Troubleshooting was done. The customer was able to complete the rewind sequence. The customer's blood glucose was unknown. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).